Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. H2: correction. D4: serial number - additional. D4: lot number - additional. E1: address - line 1 - correction. E1: city - correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.